Event description:
It was reported that automatic thresholds detected as suspended in october. It was confirmed that an right atrial (ra) lead repositioning took place due to previously rising pacing thresholds. The ra lead remains implanted. No additional adverse patient effects were reported.